Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter powers off during use. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 at 8am. According to the csr's documentation, the patient manages her diabetes with insulin (via insulin pump); the patient denied taking any action in response to the reported meter issue; and subsequently four hours later, the patient reportedly developed symptoms of lightheadedness, headache, clammy, and vomiting. At an unknown time later the day, the patient reportedly went to the emergency room and was treated with IV fluids. The patient indicated her blood glucose was tested with another device and laboratory device; however, the readings are not known. During troubleshooting, the csr verified that the subject meter's batteries did not need to be replaced; however, the csr noted it is not known if the patient was using the subject meter for the first time and if there was any misuse of the lfs product. The csr also noted that the patient refused to have her testing products replaced. This complaint is being reported due to the following conclusion: the patient claims she was unable to test her blood glucose due to the alleged issue. The patient reportedly developed symptoms suggestive of a serious injury four hours after the alleged meter issue began.